Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6) 2010 and had to undergo revision surgery on (B)(6) 2017 for the lfit v40 head due to alleged altr.